Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed with the naked eye which noted a vertical cap for the drain line was inside the primary packaging. Therefore, the reported condition of missing drain line cap was not verified as the cap was found inside the primary packaging. However, the sample did not met specifications due to the cap being detached. The cause of the condition could not be determined; it cannot be determined if the cap it was not assembled from manufacturing or if the sample was manipulated. Additionally, no dirt was observed in any of the device's tubes. Therefore, the reported condition of ¿dirt in red line¿ was not verified. Twelve (12) retention samples were evaluated. A visual inspection with the naked eye was performed with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed inside the tubing of a homechoice cassette; further described as ¿dirt in yellowish system in red line¿. This was observed during set up of the device for peritoneal dialysis (pd) therapy. It was further reported that the cassette had no cover in the drainage system. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.